Event description:
The report stated during for an elective lower lid blepharoplasty procedure there was an "arc" from the cautery tip of the electrosurgical pencil. Pt was not given any further treatment, but extra tissue was excised and the results of that are still unk. The report further stated there was a "bread in the insulation".

Manufacturer narrative:
Date of initial report 05/07/2007.